Event description:
It was reported that when using the bd pyxis medstation system refrigerator failed, preventing user to remove carboprost. The customer stated that there was about an hour delay in accessing the required critical medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2022 to 06- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system bottom irac board was damaged. Replaced bottom irac board to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system refrigerator failed, preventing user to remove carboprost. The customer stated that there was about an hour delay in accessing the required critical medication and confirmed that there was no harm to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator failed. A field service engineer replaced the bottom irac board to resolve the issue. The system functioned as intended.